Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2004 - pt underwent repair of a supraumbilical ventral hernia with composix e/x mesh and excision of a left arm nodule. On (B)(6) 2007 - office visit notes the pt to have a seroma. He has slight drainage from the middle tacking incision and the right lateral incision.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The limited info provided included an operative report for the implant procedure and a post operative office visit indicating that the pt had developed a seroma, seroma is a known possible adverse reaction listed in the IFU. The mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.